Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that detached from its stand. It was unknown when this event occurred. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date received by manufacturer: 08 november 2019. : date of this report: 11 november 2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry. The determination could not be made that the device failed to meet specifications. It was unknown when this event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.